Manufacturer narrative:
The electrode belt has been returned to the distributor. An evaluation has not yet been completed. Awaiting return of the monitor to the distributor. Based on the data available at this time, there is no indication of a device malfunction.

Event description:
Patient received an appropriate shock by the lifevest during vt @ 150 bpm. The arrhythmia was not converted to a slower rhythm. The lifevest requires 60 seconds to deliver a shock during a vt event. The patient received a non-lifevest external defibrillation at 34 seconds into the detection sequence. Post shock outcome rhythm vt @ 150 bpm. The electrode belt was disconnected after event. No deficiencies were alleged against the device. Outcome is unknown. Additional information received 6/17/2022. Patient's spouse advised patient was sleeping during the treatment and does not remember it. Unclear about any additional information but advised patient is doing ok.